Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the surgical procedure? Dpc. What was the indication for the procedure? Pancreatic tumor. What is meant by ¿generator displays harmonic only without recognizing the clamp¿? That means it was written in the screen harmonic. Did the handpiece and disposable pass the pre-run test? Yes. Were there any generator alert screens? No. What is the surgeon¿s experience with the device? He is a surgeon with big experience of harmonic device in france. How were the pliers damage? The white pad was damaged. Was the blade tip broken off? Yes. Was the white tissue pad damaged? No. Did the white tissue pad break completely off? Yes. What was the source of the bleeding? Nd. What was the estimated blood loss? Nd. How was the bleeding addressed? What devices will be returned for analysis? Handpiece. Was the handpiece been refurbished? It's the handpiece used for demo. Were the disposables reprocessed? Yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4), date sent: 6/29/2021. Additional information was requested and the following was obtained: how was the bleeding addressed?: they've switched to open view. Was the handpiece been refurbished?: no. It's the handpiece used for demo : yes. Were the disposables reprocessed?: no. Harh36 is designed to be used on 1 patient. Was the harh36 used on more than 1 patient? Just to clarify that we refuse to use a device that is intended for single use, our concerns is the patient safety and we committed to provide the best possible b1, b2, h1, h6.

Manufacturer narrative:
(B)(4). Batch #: t93r22. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What was the indication for the procedure? What is meant by ¿generator displays harmonic only without recognizing the clamp¿ did the handpiece and disposable pass the pre-run test? Were there any generator alert screens? What is the surgeon¿s experience with the device? How were the pliers damage? Was the blade tip broken off? Was the white tissue pad damaged? Did the white tissue pad break completely off? What was the source of the bleeding? What was the estimated blood loss? How was the bleeding addressed? Were the disposables reprocessed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a dpc, the generator displayed harmonic only without recognizing the clamp. The device was damaged after 5 min of use. Problem occurred during surgery. There was significant bleeding which required switching for open surgery. It was life-threatening.